Event description:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, the savvy balloon ruptured at nominal pressure. The vessel had moderate calcification, moderate tortuousity, and the % stenosis is unknown. The savvy was advanced to the lesion ipsilaterally, over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator. The balloon was withdrawn from the pt without any adverse consequence and another balloon catheter was used for the procedure. The product will not be returned.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery the balloon was reported to have ruptured. The vessel was described as having moderate calcification and moderate tortuousity. The savvy was advanced to the lesion, over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator. The balloon was withdrawn from the pt without any adverse consequence and another balloon catheter was used to complete the procedure. The product was prepped and used per the info for use (IFU). There was no reported pt injury. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp), including burst test values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.